Event description:
(B)(4). According to the information received, an end user reported a catheter with eyelets that were only partly punched. Seven boxes also had catheters in which the tips were badly bent.

Manufacturer narrative:
No product returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurence.